Event description:
It was reported that once an olympus single use aspiration needle was down inside the endobronchial ultrasound scope, it was observed that the needle sheath was shearing or ripping. There was no reported patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.